Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed lesion was located in a calcified and moderately tortuous distal circumflex artery. The lesion was predilated and the physician attempted to advance the taxus express2 2.5x24mm drug eluting stent but was unable to cross the lesion. As the device was being removed from the pt, the proximal edge of the stent "bumped" on the tip of the guide catheter and a stent strut was lifted. The stent delivery system and guide catheter were removed together and the procedure was completed with another MFR's stent. No pt complications occurred. Pt status is satisfactory.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.